Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to restock expired medicaton fill. A technical support specialist (tss) explained customer this was a known issue under bug 56263: (1.9)[cab] - expired med restock not prompting key when restocking non cubie fills. Then the tss confirmed that this issue would be fixed in the upcoming releases. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to restock expired medicine fill. There were no adverse events or injuries reported based on this event.